Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -10.0/4.5/009 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault was observed. On (B)(6) 2022 the lens was exchanged for a same model and length lens with different power. The reporter states the lens was placed vertically into the eye for the first time and the replacement was changed to horizontal position. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic deformed and haptic bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Claim#: (B)(4).